Event description:
It was reported the patient is not experiencing therapy from the lead located at t12. However, if stimulation were increased patient felt stimulation at the implantable neurostimulator (ins) site. Diagnostics indicated impedance issues dependent upon patient movement. Reprogramming was unable to resolve the issue. X-rays were taken and no anomalies were identified. Surgical intervention may be taken at a later date.

Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2017 and the physician implanted another lead at a lower vertebral level. Reportedly, effective therapy was restored.